Event description:
It was reported by service report that the pt head right siderail will not stay latched in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail.